Event description:
It was reported that during a generator upgrade procedure, the right ventricular lead exhibited noise and an insulation anomaly. The lead was capped and replaced. The patient was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.